Manufacturer narrative:
Reporter occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the surgeon planned to use a 6mm drill bit using trumatch. However, only an 8mm drill bit with stop which was blunt was available on the set, it was determined before the case was finished. It was unknown if there was a surgical delay. It is unknown how the procedure was completed. Patient outcome is unknown. This report is for one (1) 1.5mm drill bit/stryker j-ltch with 8mm stop/44.5mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The blunt drill bit was used to drill two holes and was disposed of following the procedure. Procedure was completed successfully. There was no impact on the patient.